Event description:
It was observed during the device investigation that the flexible deflectable videoscope had an abnormal magenta color tone. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the output signal wire had a short circuit due to contact of the image sensor cable and the metallic part. Olympus will continue to monitor field performance for this device.